Event description:
During an in clinic follow up, increased defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.